Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient previously receiving baclofen (2000 mcg/ml at 1557.6 mcg/day) via an implanted pump; the pump was currently delivering at minimum rate baclofen (2000 mcg/ml at 12.2 mcg/day). The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On 03-jan-2017 it was reported that a pump alarm was not heard, but was confirmed by telemetry. Telemetry confirmed that a critical alarm was occurring due to low battery reset and safe state. The reported patient symptoms were tremors; the patient was in a coma; had been having respiratory symptoms; and was septic.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on 2017-jan-13 the healthcare provider noted ¿she only saw the patient as a courtesy." The patient¿s physician was out of another city and she "only scanned his pump as the patient would have to travel 2 hours to see his physician." It was determined the pump battery was low. The patient was "light flighted" to the city where his physician practiced to have the battery replaced.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that the patient's last refill was in (B)(6) 2016 and the pump had 17 months until elective replacement indicator (eri). The patient was noted to have gone to a different provider for refills sometimes, and the status of the pump was unknown.

Event description:
Additional information was received from a healthcare provider via a business partner on (B)(6) 2017. It was reported that additional medical history included spastic diplegia, and the previously reported spinal injury was due to an unspecified trauma. The initial start date for the baclofen (concentration and dose not specified) was (B)(6) 2011. The patient's last refill was on (B)(6) 2016. It was confirmed that the patient had been hospitalized for the previously reported events. No additional information was provided.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2017-feb-14. It was reported that a critical alarm for safe state was heard. The patient was in safe mode in (B)(6) 2017. The implanting physician was aware but could not replace until patient's health was better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.